Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 3 years and 1 month after implant placement. He also mentioned that the implant was deformed, and screw was broken as well. When dentium staff, (B)(6), reached out for clarification, amanda (surgical assistant) explained that the implant was difficult to remove. The strength of forceps caused impression on the fixture, and not the fixture itself deforming. The bone quality was type ii. The oral hygiene around implant site was moderate. No significant findings were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.